Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is confirmed that adhesion/clogging of the material occurred in the nozzle. A definitive cause for the foreign material remaining inside the nozzle could not be determined. The customer provided information on their reprocessing practices: there were no deviations from the instruction manual. No physical damage was found at the locations where foreign material remained. The instruction manual states the detection method associated with the event in gif/cf/pcf-190 series operation manual, "chapter 3 preparation and inspection" and preventative measures in gif/cf/pcf-190 series reprocessing manual, "chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had a nozzle clogged with foreign material that remains from previous procedures. There were no reports of patient involvement.